Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp and discovered that the power management board was bad. To address the issue the stm replaced the board and performed all functional and safety tests were passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) is showing error code #13 and it will only boot up on battery 2. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The getinge service territory manager (stm) reported that the hospital staff discarded the parts that were requested for evaluation as they had blood in them and were hazardous waste.

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) is showing error code #13 and it will only boot up on battery 2. There was no patient involvement and no adverse event was reported.